Event description:
It was reported that during a resection procedure, there were misformed staples. There is no further information available and no patient consequence was reported. The case was completed with sutures.